Manufacturer narrative:
One unit was returned for investigation. Based on visual inspection, condition reported in complaint is visible, however, this does not assure us that there is still a failure of the process, based on investigation results it is most likely that damaged occurred after the product left smiths medical facilities. DHR review was not completed as no lot number was provided.

Event description:
It was reported that one trach had a flange tear away from the shaft.